Event description:
Customer reports that she obtained results of 103mg/dl and 287 mg/dl within 6 mins on the same device. No actions were taken based on the results. No adverse event reported and no treatment received. The device was miscoded at the time of the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.